Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the stopper was defective. There was no report of patient impact. The following information was provided by the initial reporter: please find the following details of the b014 sample from stability where a deformed plunger stopper was observed: product: bd 1ml syringe luer-lok tip, ref: (B)(4). Lot: 108262710, expiry date: 2026-03-31.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-apr-2023 h6: investigation summary one sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the stopper on the syringe was distorted and jammed inside of the barrel. It was also noted that shearing of the stopper was present on its edge. Production databases and technician logs were reviewed as part of this investigation. It was noted that routine stopper jams did occur during sub-assembly generation, however there was no mention of the "jammed" stopper condition being present or detected throughout these occurrences. It was also noted that the machine slip-ring had been adjusted/replaced around the time of sub-assembly generation. It is possible one of the events contributed to the defect received by the customer. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the stopper was defective. There was no report of patient impact. The following information was provided by the initial reporter: please find the following details of the b014 sample from stability where a deformed plunger stopper was observed: product: bd 1ml syringe luer-lok tip, ref: (B)(4) lot: 108262710 expiry date: 2026-03-31